Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery cap was broken. Customer reported that buttons was unresponsive, squirts insulin while priming and grinds during rewind. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black. On 03/21/2022. The customer alleged no delivery/occlusion alarms, charge/battery lasts less than expected, keypad unresponsive/button error alarm, cosmetic damage (cracked backside of pump), rewind anomaly, prime/fill anomaly, and battery cap cracked/damage. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, sleep current test, and occlusion test. No unexpected insulin flow blocked, drive/motor anomaly, prime/fill anomaly, nor stuck key alarms noted during testing. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No confirmed no delivery alarm, drive/motor anomaly, prime/fill anomaly, nor stuck key on the event date of 03/21/2022 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Pump passed the keypad voltage test. Motor was taken to the test bench where it rewound with no errors or alarms noted. Force sensor zero offset within specification (23.9mv). The following were noted during visual inspection: cracked battery tube threads, cracked case on corner of belt clip rails, pillowing keypad overlay, and cracked keypad overlay. In summary, pump passed required testing. Customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked battery tube threads and cracked case on corner of belt clip rails was noted. Customer alleged for no delivery/occlusion was not confirmed. Customer alleged for rewind anomaly was not confirmed. Customer alleged for prime/fill anomaly was not confirmed. Customer alleged for charge/battery lasts less than expected was not confirmed. Stuck button alarm not confirmed. Unable to verify battery cap damage due to missing original battery cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.